Manufacturer narrative:
Initial reporter facility name: imperial collage healthcare nhs trust - st marys hospital (B)(6). Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Bd understands the importance of our products to your clinical practice, and we strive to provide highest quality devices on the market. We continuously seek to improve and value feedback from our customers. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. This event has been added to our complaint database. Our business team regularly reviews the collected data for identification of emerging trends. Your report will be helpful in trend identification, driving appropriate corrective actions and supporting our commitment to continuous quality improvement. Investigation conclusion: from the verbatim, the probable root cause for leakage from the IV injection port could be due to valve issue. CAPA#1379444 was initiated to address the issue. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Complaint will be reopened when sample is returned.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: in our trust we have had at least three/ possibly four cases of leakage from the IV injection port of the bd pro safety IV cannula in theaters. This is a repeated issue and is potentially very serious as often the IV are covered in theatre and the patient or anesthetic agent could bleed out.